Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. One 8f angio-seal vip was returned for evaluation. The carrier tube assembly was returned partially mated with the hemostasis sheath. Visual inspection revealed a kink in the hemostasis sheath at inlet holes. No other damages any other anomalies were found. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, it is likely excessive angulation inside the vessel led to folding near the inlet holes. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was unpacked, and the doctor tried to insert the device into the patient's body, however, it caused resistance and the sheath could not be inserted into the body. The doctor found the angio-seal was kinked. The doctor applied manual pressure to the puncture site to complete the surgery and achieved hemostasis. Blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on (B)(6) 2018. The procedure that was performed prior to the use of the angio-seal device was a pre-diagnosis of brain aneurysm. An 8fr sheath was used.